Event description:
It was reported that during initial implant surgery, the vns patient experienced bradycardia and asystole for 2-3 seconds. The cardiac event occurred twice when system diagnostic tests were performed outside and inside the generator pocket. The patient recovered quickly and the surgery was completed. The patient¿s device was not programmed on. Further follow-up revealed that the patient did not have a history of cardiac events or any pre-existing medical conditions. System diagnostics results during the implant procedure showed normal device function at the time. The patient did not have any issues following surgery.

Event description:
The operative record for the surgery was provided. The patient was anesthetized with general endotracheal tube anesthesia. The patient experienced bradycardia and asystole for 4-5 seconds (per report) during the diagnostic tests performed outside and inside the generator pocket. The operative notes reported that the patient tolerated the implant procedure without difficulty. The patient was noted to have intense bradycardia for a portion of 4-5 seconds with each delivery of vns stimulation. There were no other intra or perioperative complications.